Manufacturer narrative:
It was reported that the patient underwent an open reduction/internal fixation of the left 4th metacarpal on (B)(6) 2013. On (B)(6) 2013, the patient reported a reaction, which was redness, ooze and visibility of the suture. The patient was treated with warm hibiclens soaks. (B)(4).

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The patient experienced a skin reaction. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient experienced inflammation and knot spitting. The patient was possibly treated by removing the spit knots. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.